Event description:
It was reported that pump had chipping and scratches, required multiple presses for screen to respond, no additional information was received regarding the outcome of the event. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting and follow-up, and was noted to be out of warranty and in process of obtaining new device, with no further action required from technical support.